Event description:
A false positive advia centaur xp troponin ultra result was obtained by the customer on a patient sample and considered discordant when compared to a negative troponin result from a serial sample draw and repeat test results. The physician questioned the difference of the troponin results and the customer performed repeat testing of both patient samples on another advia centaur system. The troponin test results were both negative. The customer also performed repeat testing of the initial patient sample on the original advia centaur xp system and the result was negative. There is no known report of adverse health consequences due to the discordant positive advia centaur xp troponin ultra result.

Manufacturer narrative:
The customer's quality control (qc) results were within acceptable ranges at the time of the incident, however on the following day the customer observed that the troponin quality control low level was out of range and declined to provide any further qc information. A siemens field service engineer (fse) was sent to the customer site for system inspection and performed a total service call. The fse cleaned and adjusted reagent probe 1, checked all of the other probe positions and the wash and aspiration volumes. The cause for the false positive advia centaur xp troponin test result and the out of range troponin quality control low level result prior to the fse visit is unknown. No conclusion can be drawn. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The system is performing within specifications.